Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery during the manual prime process on three separate occasions. The patient's blood glucose at the time of incident was 439 mg/dl, which the patient treated with manual insulin injections. Troubleshooting was initiated for the no delivery alarm. The customer was assisted with clearing the alarm and on how properly prime the tubing of the pump. The pump did not alarm with no delivery during the manual prime process and the customer was advised that the pump was working as designed and to call back if issues continue. No products were returned or shipped.